Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned insert confirmed the reported event. A complaint database search finds no other reported incidents against the provided product and lot combinations. Device history record review did not find any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The insert would not lock into tibial base plate. On examination, it appears the locking tab is bending in the wrong way. Another insert was opened and inserted. Delayed procedure by 10 minutes.